Manufacturer narrative:
Refractive surpise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was explanted. On the same day in a separate surgery the lens was replaced with a lens of unknown parameters and corneal arcuate incisions. Cause of the event is unknown.